Manufacturer narrative:
The reported event of unable to implant was not confirmed. Final analysis found no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the implant, it was observed that the lp failed to sense p waves and exhibited intermittent capture. High pacing impedance was also noted. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.